Event description:
(B)(4) is the initial importer of this device which is a bath safety seat. The end-user is not returning the device; therefore, we cannot perform a root cause evaluation of the device in question. The "legs product" reportedly collapsed while in use causing the user to fall and hit his head. He was diagnosed with a concussion. He received 6 stitches to close the cut.